Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the fiber optic sensor connector was broken. The fse replaced the extension connector and verified operation. All safety and performance tests passed per specifications. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during use on a patient, there was no pressure sensor signal available on the cardiosave intra-aortic balloon pump (iabp). No patient harm or adverse event was reported.